Manufacturer narrative:
Title: robotic ¿double loop¿ roux-en-y gastric bypass reduces the risk of postoperative internal hernias: a prospective observational study source: surgical endoscopy (2021) 35:4200¿4205 https://doi.org/10.1007/s00464-020-07901-0. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study analyzed outcomes of patients who underwent robot assisted roux-en-y gastric bypass with the ¿double loop¿ technique between january 2012 and december 2017. The stapling device was used to create the gastric pouch, transect the small bowel, and to perform the jejuno-jejunal anastomosis. Postoperative complications included bleeding and anastomotic ulcers. Transfusions were required. Emergency room visits were reported. Patients with anastomotic ulcers underwent endoscopic treatment and required medication.